Manufacturer narrative:
The compact test drum is the suspect device.

Event description:
Reporter stated that patient's blood glucose was measured on the compact plus system with back-to-back results of 565 mg/dl and "hi" (>600 mg/dl). Five minutes later, patient's blood glucose was reportedly retested on a nurse's device with a result of 224 mg/dl. Reporter did not indicate if patient received any treatment based on these values. No patient injury was reported. The discrepant results were obtained in a school nurse's office. A level-one control test was reportedly performed on the compact plus system and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped. Compact plus system: meter, compact strip lot 20659241 with expiration date 08/31/2008.